Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
Retrospective data was added to the registry which alleged that a hemicolectomy procedure on (B)(6) 2025 required to be converted to laparoscopic surgery. At the time of this submission follow up with the surgical team to gather further information has so far been unsuccessful. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.